Event description:
Rptr experiencing capsular contracture, rib cage, and right side back burning, muscle fatigue, breast tenderness, hands & feet swelling, fatigue, general aching/stiffness, headaches, numb left face and leg, sinus problems, implant leakage, breast hematoma, nausea, burning in breasts, shoulders and back, fibromyalgia syndrome, feet and ankle swelling, breast swelling, and course skin texture of face. (Same rptr referred to in 1002300.)